Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility via manufacturing representative regarding devices used for thoracolumbar fusions. It was reported that the reducer was broken, it doesn't grab to the tulips heads. When it does grab, it doesn't let go of the tulip. Also, when reducing, it catches and doesn't want to reduce. The extender was broken as well. They are not functioning how they should be and were not usable in surgery. No surgeon used these and they were not used in a case. No patient was involved. There were no further complications reported regarding the event.

Manufacturer narrative:
H3:product analysis of product no:(B)(4) , lot no:5485930 after visual and optical examination and functional testing, it appears that the black slider part should slide fully forward when on the implant but they could only go ½ way and gets jammed, unless you manually squeezed the pivots. Root cause undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.